Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 2 retention shelf packs from bd inventory were evaluated by functional testing and no issues were observed relating to incorrect barcode information. All barcodes met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect barcode information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube, a scanned bd shelf pack barcode label produced a different lot number than what was printed. There were no health consequences or impacts reported.